Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment. Gynecare tvt system and gynecare prolift system were reported to the used/ implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).